Event description:
The customer reported that while running an htlv-I assay, the summit sample handler misread a sample barcode as "8193728" instead of "8193723". No error message was generated. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.